Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the ars (syringe) leaked during use on a patient after the puncture. The device was replaced.

Event description:
The customer reports that the ars (syringe) leaked during use on a patient after the puncture. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc set with multiple components. The arrow raulerson syringe (ars) and the introducer needle will be analyzed as part of this complaint investigation. Signs-of-use were observed on the needle cannula. Visual analysis of the returned sample did not reveal any defects or anomalies. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and it did snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt and the plunger body was not be able to move to the bottom of the syringe; therefore, the sample passed the push leak test. The returned ars was attached to the returned introducer needle and used to draw and aspirate water. No issues were identified. A device history record review was performed, and two potentially relevant findings were identified. Upon further analysis, it was discovered that one finding actually does not pertain to the ars leaking issue. Although the other relevant finding is similar to that of this complaint, identical functional testing was performed for each complaint investigation and yielded different results. The complaint of an ars leak could not be confirmed through visual or functional testing of the returned sample. The ars sample passed the vacuum leak test, the push leak test, and functional testing with water. A device history record review was performed, and a potentially relevant finding was identified. An nc was previously initiated for this ars lot in response to a confirmed customer complaint for an ars leak. Although the customer reported defects are similar, identical functional testing was performed in both complaint investigations and yielded different results. Based on the sample received and the functional testing performed, no problem could be found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.